Event description:
It was reported that the patient presented remotely to the clinic via Merlin.net transmission. Analysis of the transmission revealed episodes of high ventricular rate (HVR) and noise reversion on the RV lead, with intermittent pacing inhibition secondary to noise oversensing. No intervention was performed. The patient had no adverse consequences.